Event description:
Fourteen yr. Bicomp, medial meniscocaps ff x2, lateral bh, ctx x4, 2 ctx constructs placed no issue, 3rd construct periph pass successful, central pass miss x1, limb reloaded successful ctx construct complete, 4th placement, successful periph pass, central pass successful, pulling device back needle broke mid portion became lodged completely lodged in meniscus, mayo used to push down meniscus to expose needle tip for grasper to retrieve, retrieved successfully case completed, no adverse outcomes.